Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate low readings as compared to his normal feelings/ result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date at time at the beginning of (B)(6) 2012, he obtained the alleged low readings of "37, 73, 84, 79, 88, 47, and 49mg/dl". The patient stated that he manages his diabetes with insulin, 1unit of humalog, and skipped his usual dosage in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "lightheadedness, perspiration and disorientation". On (B)(6) 2012, the patient received advice from the doctor's assistant to "get the meter checked". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although the patient did not receive any medical treatment after the reported issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.